Manufacturer narrative:
Customers reported that the hemoglobin background counts were out of the specification high after installing and running the cell-dyn sapphire hemoglobin reagent syringe list number 08h49-02 on the cell-dyn sapphire instrument. The specification for the hemoglobin background is less than or equal to 0.10 grams per deciliters per the cell-dyn sapphire operators manual list number 08h10-01 revision d. Background counts must be within specification prior to reporting of patient samples. Investigation on this issue found that the elevated hgb background count is due to excess lubricant used by the vendor during their manufacturing process of the cell-dyn sapphire hemoglobin reagent syringe that is present on the tip of the plunger; lubricant should only be applied to the side of the plunger. The cell-dyn sapphire hemoglobin reagent syringe, list number 08h49-02, is distributed for use on the cell-dyn sapphire instrument only. This issue has no impact on other platforms or instruments. The following corrective actions were put in place in order to address the issue. A product recall letter, was issued with its associated field action and distributed to affected customers. Affected cell-dyn sapphire hemoglobin reagent syringes were identified to have packaged dates of 2007. The vendor, has implemented and updated their procedures in regards to the application of the lubricant and cleaning of the cell-dyn sapphire hemoglobin reagent syringe as part of their manufacturing process to address the excess lubricant issue.abbott has implemented an incoming quality inspection requirement for the cell-dyn sapphire hemoglobin reagent syringe prior to testing or use on the manufacturing line. This is a final report.

Manufacturer narrative:
The cell -dyn sapphire hemoglobin syringe is used on the cell-dyn sapphire analyzer, an automated hematology analyzer. The vendor for the cell-dyn sapphire hemoglobin syringe, list number 08h49-02 provided abbott lab with an improved version of the syringe, which was released for use on 5/8/2007. The vendor sent a letter to abbott stating the hemoglobin syringes with a specific mfg code, were assembled with insufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The absence of sufficient lubricant causes premature failure of the syringe, which generated "syringe failed to home" error messages upon installation on the cell-dyn sapphire analyzer or shortly thereafter. In response to the vendor's letter, abbott internal nonconformance was addressed via stock sweeps to segregate non-conforming product in inventory. A world wide quality hold was issued 22 june 2007 to remove suspect product from the distribution system, and a customer letter was generated to users of the cell-dyn sapphire analyzers. The defective syringes were identified in the customer letter as those packaged and shipped between 05/08/2007 and 06/25/2007. A review of abbott's complaint analysis system from jan. 2007 to present did not indicate an adverse trend for hemoglobin syringes. As the affected syringes did not meet the vendor's internal lubricant requirements, the vendor provided the following corrective actions: vendor employee retraining for syringe lubricant application was completed on 6/19/07. 100% part inspection of the syringe will be performed and inspection results will be attached to the syringe shipment. Abbott syringe specifications were defined for use by the vendor. Certification documents are attached on every shipment of syringes. This is the final report.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. In the previously submitted medwatch -02 follow up, the customer complaint was not associated with remedial action correction 2919069-8/6/07-004-c. Upon further review, the customer used an unknown lot of the suspect device at the customer facility. This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.

Event description:
The customer contacted abbott to report, the cell-dyn sapphire analyzer generated "syringe fail to home" error messages. The customer removed the syringe, flushed it, reinstalled it and the error persisted. The abbott customer technical advocate (cta) advised the customer to repeat troubleshooting procedures, replace syringe and monitor the syringe performance. The customer reported, high hemoglobin backgrounds following replacement of the syringe. The cta advised the customer to remove syringe, flush, reinstall, and run backgrounds. The cta contacted an abbott field service rep (fsr), who advised the customer to re-flush the syringe with deionized water and the hemoglobin background returned within specifications. The customer stated, the "syringe fail to home" error messages persisted and declined to troublshoot further. The fsr resolved the issue through a site visit to replace parts, perform maintenance which brought the analyzer within specifications. The customer stated, the issue was resolved. There was no impact to pt mgmt reported by the customer.